Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic insert could not be used due to a recognition issue. The insert was replaced. The procedure was completed with no reported patient harm, adverse outcome, or injury. There was no report of fragment(s) falling inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis confirmed the reported issue and found the harmonic ace insert to have a broken blade approximately at the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. Additionally, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is fatigue failure due to mishandling/misuse.